Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the blood glucose levels were going high. Blood glucose level was 434mg/dl. Customer had to give an insulin injection to treat. Customer got the bleeding to stop by applying pressure with and alcohol. Customer's blood glucose level was 123mg/dl. Customer did not want to troubleshoot for high blood glucose level. Customer reported that they had blood at site. Customer reported blood glucose value of 1418mg/dl and almost died from flu and a pump failure and suffered from heart attack. Insulin pump will not be returned for analysis.